Manufacturer narrative:
The manufacture date and expiration date are unknown. It was reported that the device was not used past its expiry date. (B)(4). Mfg. Site name: (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 27, 2017 that a light-trail reusable 600um laser fiber was used during a bladder tumor laser excision procedure in the bladder performed on (B)(6) 2016. Reportedly, the laser unit used was a vela xl laser with total energy of 30w. According to the complainant, during the procedure, the fiber was used normally to complete the procedure. After the procedure, the physician inspected the device and found dots on the fiber face. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
One lighttrail reusable 600m laser fiber was received for evaluation. Visual analysis revealed that the sma connector was returned separated from the fiber. There were burn marks on the sma connector and on the fiber face within the sma connector. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a lighttrail reusable 600m laser fiber was used during a bladder tumor laser excision procedure in the bladder performed on (B)(6) 2016. Reportedly, the laser unit used was a vela xl laser with total energy of 30w. According to the complainant, during the procedure, the fiber was used normally to complete the procedure. After the procedure, the physician inspected the device and found dots on the fiber face. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.